Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs ipg pocket site was red and had an abrasion. Surgical intervention was taken on (B)(6) 2014 to irrigate the site and place the ipg deeper.